Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: ¿the staple line was very 'ragged¿¿ what was meant by this, please explain? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.? On what tissue type was the device used? At what location on the tissue? Was it used on thick tissue? Did the surgeon waited the recommended 15 seconds after closing and before firing the device? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was the device fully articulated? Degree of articulation? How often has the user used this device? Since there was bleeding: how much blood did the patient lose? Was a transfusion required? How was the bleeding controlled? Has this any impact on the patient, the surgery or the healing process? Is there any other additional information you would like to share about this device or procedure? Device discarded, please confirm.

Event description:
It was reported that after a sleeve gastrectomy procedure, "the surgeon felt the stapler line was very 'ragged¿ vs. Usual competitor's device, as well as considerably more oozy." It is unknown what was used to complete the procedure. One device was discarded.